Event description:
The customer reported being hospitalized due to low blood glucose of 34mg/dl. The customer mentioned that she is unsure that her low glucose caused brain swelling. The customer was disconnected during rewind and the prime technique was correct. Reviewed the programming and found that the time was off by more than 10 minutes. Assisted her to correct it. The caller stated that the reservoir is showing the same amount of insulin as shown on the status screen. Advised to contact her doctor regarding her low glucose. Days later, the customer called back and reported having high blood glucose of 500mg/dl, and she has treated with manual injections. The caller experienced nausea and excessive thirst. Reviewed the bolus wizard and it was correct. Checked the alarm history and found off no power alarm. Assisted the caller to run a manual prime test, and the insulin did exit. Recommended to call back when the tubing clamp arrives, and to insert a new battery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.